Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: when artery was lacerated, was there bleeding? If bleeding occurred, please quantify amount of bleeding. Were any blood products given to patient? If bleeding occurred, how was bleeding controlled laparoscopically (did surgeon use suture, another clip applier,...)? Was there any change to procedure or post-op patient care? Was there a long delay to the procedure (over one hour delay)? What is patient¿s current status? Is the device available to send back for analysis?